Event description:
Pt presented with sick sinus syndrome and had insertion of single chamber rate responsive pacemaker 4/2/97. On 4/8/97, pt returned to surgery as slim-line lead became dislodged and unable to program pacer. Inserted a screw-in-type electrode. Cause of dislodgement not known.